Event description:
It was reported by customer during use that cardiosave intra aortic balloon pump (iabp) was making strange noise. There were no patient harm or injury was reported.

Manufacturer narrative:
Due to character limit: e1 (event site name) - (B)(6) hospital center. A supplemental report will be submitted upon completion of our investigation.